Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.